Event description:
It was reported that during the nurse¿s dressing change, it was found that the extension tubing fell off, and it was 3 months after the catheterization.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the red connector in the user¿s hand. The stem at the distal end of the connector was fully visible and separated from the extension leg and white oversleeve. What appeared to be a sticker was wrapped around the proximal end of the connector. The white oversleeve on the extension leg was grasped by the user¿s other hand. A rounded bulge was observed in the proximal end of the oversleeve, which indicates that the tubing had conformed to the rounded feature on the connector. It was reported that the connector separated after 3 months of use. The connector may have been loosened during use from twisting and pulling, but the exact cause could not be determined.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer connector disconnection was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was assembled with the two-piece connector. Usage residues were observed throughout the sample and the connector markings were partially worn. The red flushing connector was partially withdrawn from the white strain-relief sleeve/extension tube. Microscopic inspection of the red flushing connector, strain-relief sleeve and extension tubing revealed them to appear well-formed. Tactile inspection of the sample revealed abundant tensile weakness throughout the proximal region of the extension tube. The abundant tensile weakness and lack of component deformity suggested that the connector withdrawal from the extension tubing was likely caused by repetitive pulling on the flushing connector. Device securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during the nurse¿s dressing change, it was found that the extension tubing fell off, and it was 3 months after the catheterization.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu4194 showed one similar product complaint(s) from this lot number. The complaints for this lot number (redu4194) have been reported from the same facility in (B)(4).

Event description:
It was reported that during the nurse¿s dressing change, it was found that the extension tubing fell off, and it was 3 months after the catheterization.